Manufacturer narrative:
The complaint was re-opened, original complaint number was (B)(4) as additional information regarding the term ¿eroded¿ was clarified. It was explained by the customer that the term ¿eroded¿ was a result of erosion of the device through the patient¿s skin. The case involved a neonate who had thin skin and had multiple surgeries. It does not appear the device was revised due to a product malfunction. The device has not been returned, however, reported in a follow up medwatch, it was noted that a review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of the investigation this complaint is closed. Trends will be monitored for this and similar complaints.

Event description:
Customer reported that the device was explanted due to eroded hardware per the surgeon. Additional information requested from the FDA prompted additional questions from the customer. It was then explained that the device was explanted as a result of erosion of the device through the patient's skin. Customer confirmed case involved a neonate who had thin skin and had multiple surgeries. It does not appear the device was revised due to a product malfunction.